Manufacturer narrative:
Analysis: no product was returned for analysis, nor any lot number submitted for review. Without the return of the product, the clinical observations cannot be confirmed. The reported information indicates that the bipolar temporary pacing wire spontaneously broke while it was being removed from the patient's body; the electrode portion of the wire remained in the patient's body. No adverse patient effects were reported. Based on design failure mode and effect analysis report, the conductor to electrode tip junction failure has been previously evaluated to have an extremely rare occurrence, but with high severity. Conclusion: the fracture most likely occurred due to fatigue related to flexing with the distal electrode, in combination with, but not limited to, the position of the electrode in the heart tissue, dislodgement, the implant technique and the implant time.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that the bipolar temporary pacing wire spontaneously broke while it was being removed from the patient's body; the electrode portion of the wire remained in the patient's body. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.